Event description:
The manufacturer was contacted in reference to dreamstation auto bipap device. The reporter alleged of having cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.